Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitalized for less than 24 hours due to hyperglycemia on (B)(6) 2025. The blood glucose level was 23.5 mmol/l at the time of event and the patient got treated with potassium drip intravenous and insulin injection. The patient was felling nauseousness at the time of event. No further information was available